Event description:
The ortho summit processor reportedly failed demo plate testing post service and could not be returned to service. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics, inc.